Event description:
A consumer reported that they wore the thermacare pain relieving heatwraps, back, size l/xl for 4 to 5 hours in 2005 to treat bulging discs in their lower back with degenerative arthritis. They reported that after a while, they felt sweating and felt moisture dripping underneath the wrap and removed it immediately. They stated that their skin was red and developing blisters on the area. They went to their physician who diagnosed third degree burns and whose treatment included (among other things) debridement. The consumer also mentioned that their physician suggested that they use an electric heating pad in early july 2005 to treat lower back pain. They developed third degree burns again in the same area that was scarred after using the thermacare wrap in 2004 and have since had to again undergo debridement treatments. A consumer reported that they used thermacare pain relieving heatwraps, version unknown wrap 1 applic for 5 hours, 1 /day for 1 day in 2004 and reported the following: back was all burnt / burns beginning the day of application. They reported that they had to see their physician who provided unspecified medication to treat the burns. The outcome was not recovered/not resolved. The consumer mentioned that they did not sleep while wearing the thermacare wrap. An attorney reported that their client suffered third degree burns while using the thermacare pain relieving heatwrap. The attorney reported that their client endured and continued to endure permanent physical scarring, pain and suffering, mental anguish and distress and stated that prior to using the product, they did not suffer from any pre-existing conditions and did not use the product for more than four hours at one time. The physician reported that the pt was seen for burn treatment in his office in august 2004, sept 2004 and in oct-2004. The attorney reported that his client used a standard electric heating pad on their lower back pursuant to their physician's instructions and they again received third degree burns on the area of their lower back previously scarred from the third degree burns received after using the thermacare product in 2004. The attorney stated that it was now obvious that as a result of the third degree burns and permanent scarring caused after using the thermacare product in 2004, his client cannot use a heating product to alleviate lower back pain. The client again continues to endure excruciatingly painful debridements on a daily basis to treat the recent third degree burns. The consumer reported that they wore the thermacare pain relieving heatwraps, back, size l/xl wrap for 4 to 5 hours in 2004 to treat bulging discs in lower back with degenerative arthritis. They stated that after a while they felt sweating, felt moisture dripping underneath the wrap, and removed the wrap immediately. They reported that their skin was red and felt itch over the next two days and then began developing blisters on the area. They went to their physician who diagnosed third degree burns. Treatment included: wiped with cool cloth, unspecified burn cream, bandage, unspecified pain medication, debriding. They reported that the moisture lasted an hour or so, the itchiness lasted a couple of hours, the redness lasted a few days and the blisters lasted weeks; they still had a few scars. The case outcome was not recovered/not resolved. Past medical history included: postmenopause, hypertension, intervertebral disc disorder, spinal osteoarthritis, concomitant medications included: lopressor 100 mg, 3 / day to treat pressure, vasotec 10 mg, 2 /day to treat blood pressure, norvasc 5mg, 1 /day to treat blood pressure. Other product used previously without incident: yes - other heat products for pain relief, various times. The consumer mentioned that their physician suggested that they use a heating pad in early july 2005 to treat lower back pain. They developed third degree burns again in the same area that was scarred after using the thermacare wrap in 2004. On both occasions, they had to have the area debrided. Physician visit in august 2004: patient with third degree burn on their left lower back after wearing a thermacare for 5 hours. Levaquin 500 mg daily. Vitals: blood pressure 150/90; lungs congested - chronic obstructive pulmonary disease. Physician visit in sep-2004: pt with burns on back after wearing thermal wrap care. Still one area of 3rd degree burns. (Illegible) injection. Vitals: blood pressure 130/80. Physician visit in sep-2004: pt had thermacare on skin; blisters sides of lower back: l5 left, l4-5 right. Cortisone depo-medrol injection, 180 mg depo-medrol. Vitals: blood pressure 130/80. Physician visit in oct-2004: patient with minimal residual effect of 3rd degree burn in one area. Buttock specific area. 2.5 cm x 3 cm area has significant scar from burn. Vitals: blood pressure 122/80, lungs clear. Physician visit in oct-2004: well-healed scar of left upper buttock area. Vitals: blood pressure 150/80.